Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The device was returned with the barrel still attached to the trigger cord with four (4) bands still on the barrel (three (3) black bands and one (1) amber band). A functional evaluation was performed by using a two-way handle and a loading catheter from our lab stock. The device was attached to an olympus 2.8 channel gif q20 endoscope and the last four (4) bands fired on the simulated varices and constricted as intended. A visual examination of the trigger cord was performed and all twelve (12) beads were present. The twelve (12) beads were examined using magnification and all twelve (12) beads were correctly filled. The correct location of the beads were verified. The length of the trigger cord measured within specification. The trigger cord was intact and not broken. The inner diameter of the barrel was inspected was within the acceptance criteria. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided from the user facility confirmed the endoscope used during the procedure was an olympus gif-hq190. The facility stated the outer diameter of the endoscope used was 9.9 mm. The mbl-6 requires a endoscope outer diameter size of 9.5 mm - 13 mm. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. Instructions for use states under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user, "do not to place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use under precautions states, "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record for the lot number confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a variceal banding procedure, the physician used a cook 6 shooter saeed multi-band ligator. As reported to customer relations: "during a variceal banding procedure, the device [barrel] slipped off the endoscope during the procedure. The device [barrel] was removed and the physician opened another of the same device to complete the procedure." On 9/30/16, the following clarification was received: " the barrel came off the top of the endoscope, but was still attached by the strings [trigger cord]. It was removed from the patient when they took out the endoscope."